Event description:
The pt reported on (B)(6) 2013 her blood glucoses reached 582 mg/dl less than 24 hours after the pod was activated. She checked for ketones and they were present. She was also vomiting so she decided to go to the hospital. She was admitted for hyperglycemia and she was placed on an intravenous drip for 6 hours. The pod was removed and she noticed the cannula appeared to be pulled out of the infusion site. The pod was discarded. The pt needed to end the call before providing additional info and stated she would call back. When she did not, messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had come out of the infusion site and hospitalization for hyperglycemia. A dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.